Manufacturer narrative:
Patient city (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered occlusion in the tubing. This event was occurred on 15-oct-2024. No further information available.